Manufacturer narrative:
G4 - premarket / 510(k) #: k142259, k163701. Detailed product information was not provided to bsc. Good faith effort attempts were made to try and retrieve the device batch or lot number, but it was unable to be obtained. Because some of the specific product details are unknown, we are unable to provide some of the specific product information. If additional details become available, a supplemental report will be submitted. Additionally, detailed initial reporter, patient, and additional event details were not provided to bsc. Good faith effort attempts were made to try and retrieve the information, but it was unable to be obtained. If additional details become available, a supplemental report will be submitted. Investigation results: labeling review. Review of the instructions for use (IFU) confirmed that the content was sufficient and did not contribute to the reported event; therefore, no updates are required to the document at this time. Risk review: a review of the direxion device confirmed that the reported event is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.

Event description:
It was reported that the outer layer fell off. A direxion microcatheter was selected for use. However, it was noted that the outer layer of the microcatheter fell off. No part of the device was left inside the patient's body. The procedure was completed with another of the same device. There were no patient complications as a result of this event.